Event description:
It was reported that customer experienced issue where pump battery appeared to discharge too quickly, there was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.